Manufacturer narrative:
The drill was rec'd by the MFR and the complaint was confirmed. The device eval revealed that the drill performed according to all specifications, however, the pneumatic hose assembly was torn. It is unk how the hose damage occurred, but may be the result of mishandling. The hose assembly was replaced and the drill was returned to the user facility.

Event description:
It was reported that during equipment inspection, damage to the hose portion of the pneumatic drill was discovered. There was no report of any oil leakage from the device. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.